Manufacturer narrative:
A philips technical consultant (tc) stated that some central stations were disconnected, the scep server on the primary was timing out and unable to be restarted. The primary server was rebooted with the acceptance of the customer and scep was able to be started post reboot. The customer then proceeded to run through setup on the offline central stations with no issues and using the provided scep password. Two telemetry overviews were unable to be restored due to the lack of keyboard/mouse for one and unable to locate the other. The customer stated that they have the scep password for the allowed limit and will restore the central stations once they are able to. They will reach back out to philips if any issues arise when doing so. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that nine of the central monitors went into disconnect mode. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The event date was corrected from april 27, 2025 to april 26, 2025. The model number was corrected from 866389 to patient information center ix. Philips technical consultant (tc) assisted the customer remotely and indicated the hosts would not boot fully and remained at desktop. The customer had to run setup on every host to recover each host. One host had additional trouble getting certificate distributed, the challenge password was not accepted had to reboot primary server to clear this issue. The customer resolved all issues. Based on the information available and the testing conducted, the root cause of the reported problem was unable to be determined. The primary server was rebooted to rectify the issue. The system meets the specification for the performed service and is returned to use.